Event description:
It was reported that the event occurred while in the cath lab during use. Indication for use: high risk percutaneous coronary intervention. The iab-05840-lws was inserted through the teflon sheath via left femoral successfully and w/o issue. During intra-aortic balloon pump (iabp) therapy the iabp alarmed with "purge failure." They checked the trigger while was okay and the helium tube was connected. Due to lack of time the md decided not to change the pump or the iab out. The md continued with the high risk pci w/o iab/iabp support. The clinical support specialist checked the pump and the pump again alarmed "purge failure." A third party service organization was informed and the pump will be checked. Pump strips were generated and are available for review. There was no report of pt death, complications or injury. There was an indefinite delay or interruption in therapy noted with no harm to the pt. The pt outcome is okay.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.